Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. H4: device manufacturer date unknown / not provided h6: additional h6: 1932: inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to periimplantitis. Implant was placed in 2011, it became infected and loose. It was removed and bone grafted. Tooth number 13. Symptoms as a result of the event: pain and inflammation.